Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 360 mg/dl. Customer was offered to troubleshoot for high blood glucose but he stated he would continue to monitor his new site. Customer while on the call the blood glucose dropped to 48 mg/dl. The customer treated low blood with cake frosting and taken manual shots of 40 units. The customer's blood glucose had come up to 74 mg/dl.